Event description:
A malfunction alarm was reported by the caller, indicating an issue with the pump. However, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by cts in resetting the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to report back if the malfunction code reappeared.